Manufacturer narrative:
At this time, no further information concerning this report is available. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance over the past years, with the last measurement being in the upper range limit. A vector break down evaluation was performed, and it was suspected that the high measurements could be a result of calcification around the rv shocking coil. No interventions have been performed to resolve the issue, and the lead remains in service. This malfunction in a different situation could cause/contribute to serious injury or death. No adverse patient effects were reported.